Event description:
It was reported that during the implant procedure of this lead in the apex position, high pacing thresholds were noted. In addition, sensing issues were noted. The physician repositioned the lead multiple times, however, the parameters were not as expected. As a result, the procedure was completed with another lead in the right ventricular (rv) position. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.